Manufacturer narrative:
The pump was monitored with multiple basal rates, and no unexpected alarms were noted. The pump was received with intermittent up and down button response due to corroded keypad traces. The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the basic occlusion, prime, excessive no delivery test due to the alarm. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, a broken reservoir tube lip and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error and that the drive support cap was sticking out. The blood glucose reading was 128 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.